Event description:
Customer called lfs in 05/02 alleging pt's meter was reading inaccurately low. Pt claimed the ot original meter "placed pt in the hospital" in 2002. On the day of the incident pt stated they had felt "funny" and was in and out of consciousness. Pt's meter read 275 mg/dl and in the hospital they tested pt at over 700 mg/dl. Pt was kept overnight and treated with insulin. Pt also indicated that customer had stayed in the hospital during august of last year. Customer's meter read 400 and the hospital read pt at over 1200. As a direct result of high blood glucose, pt lost their leg. Attempts to contact the customer were unsuccessful, a letter was sent. No further information has been reported.